Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that patient began having up-trending of lactate dehydrogenase (ldh) and hemolysis.  It was stated that the log files were sent in for analysis and did not show any abnormal changes in power consumption. It was stated that the heart failure fellow attempted to send in log files on (B)(6) 2017, but all files were not submitted, so an analysis was not able to be done.  It was also stated that the patient has no significant history in regards to clotting.  Though, this is a complex congenital patient that had his ventricular assist device (vad) implanted in the systemic ventricle with outflow graph (ofg) to the descending aortic arch just adjacent to the great vessels. It was reported that the patient was taken to the operating room on (B)(6) 2017 for an vad to vad exchange via "milt" with ofg to ofg anastomosis. Upon explant of pump it was noted that there was no clot formation found in the pump.  The patient was implanted with new pump, and was weaned from bypass successfully. The patient did go back to the operating room a second time that evening for bleeding requiring a total transfusion of 20 units or blood products. Log files were sent this afternoon as well to capture the up-trending powers and of flows prior to the exchange. The site felt that there was a septic picture going on with the patient last week, but they were unable to find any source to confirm this. The patient was mildly febrile and all cultures came back negative. It was stated that the site would like to return the vad to the manufacture for analysis. No additional information available.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the upper and lower housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.